Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of visible foam. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, there was evidence of visible foam degradation. Error code 53 (indication an issue with the pca) was found in the device history log.